Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq lost connection during the treatment and did not record.

Manufacturer narrative:
G1-2 establishment name updated. H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information and it was assessed that the issue was a workstation lock-up. It was ascertained that the prescribed treatment was delivered, as intended; however, the sequencer application was no longer in operation to receive the treatment verification and record the provided treatment information. When communications were re-established and the patient's treatment calendar was accessed, the user was presented with a "treatment delivery not complete" message. The message informed the user that, "the delivery process for one or more fields was begun but did not complete normally". The message was acknowledged by the user. There was no mistreatment to the patient.